Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Affected side right. Device has been replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device underweight, a break on the shell and others, red particles on the shell, and missing piece of the shell (0-25%). A microscopic analysis was performed which identified a striated break on the radius side. Based on the device analysis, the final assessment is a striated break on the radius side assessed as surgical damage consistent with the use of a surgical tool and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.